Manufacturer narrative:
Analysis could not be confirmed that the epg would not pace. The device passed all incoming functional testing. It was found that the interconnect flex was creased and formed incorrectly. It was also found that the side bail covers were contaminated.

Event description:
It was reported that the external pulse generator (epg) would not pace. The epg has been returned for service. There was no patient involvement.